Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated undersensing information. It was noted a lifetime count of 2106 asystole episodes and the egm episodes showed amplitude variation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing with multiple asystole episodes observed. The icm remains in use. No patient complications have been reported as a result of this event.